Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming pulse testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to the pulse energy shorting into gel fire circuit damaging u724 component on the distribution node pca. The root cause for the damaged u724 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.